Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implanting a zcb0000225 intraocular lens (iol) in the patient's left eye, the surgeon used an ora abberometer. The readings suggested using a different diopter power. The incision was enlarged and the iol was cut out. An exchange was performed during the same procedure. The report indicated the patient has recovered. There were no quality issues with the device.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that a lens was cut off in half. Visual inspection revealed few surface residuals (fiber/particles) on the lens compatible with handling the lens in a non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. Review of the miq measurements results were within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.